Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021 mentor became aware that it erroneously submitted the incorrect manufacturer record evaluation (mre) statement with the initial report submitted on that same date. The incorrect statement is as follows: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The correct statement is as follows: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the implant had a tear at the juncture of the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The rupture was left sided. The right implant flipped orientation and migrated to the prepectoral position. Bilateral prosthesis replacement with 600cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6430123 number on march 17, 2021, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia future explant date: (B)(6) 2021 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 550cc mentor memorygel breast implant (right) and a 600cc mentor memorygel breast implant (left) experienced right sided rupture and left sided anisomastia post procedure. The left implant is sitting higher with breast tissue running off the face. The shell of lower pole of the right implant is very palpable and there is back pain. As a result, an explant is planned for 26, 2021. See 1645337-2021-02826 for contralateral prosthesis report.